Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a blood glucose drop after a meal that was not announced, following a full supply change while using a steel cannula infusion set; reports showed no increase in insulin delivery to account for the decline, and the user paused insulin when glucose fell below 100 mg/dl and consumed carbohydrates, with fingerstick confirming 79 mg/dl. Symptoms included hypoglycemia without loss of consciousness or other acute sequelae. Outcomes included transient glucose values below the target range without need for medical intervention or backup therapy. Investigation included review of device delivery reports and plans to review logs. Investigation of this case revealed no device alarms or documented over delivery, suggesting the event was related to missed meal announcement and subsequent algorithm-driven insulin dynamics after set change. It was concluded, based on previously established findings for similar reports, that the cause was user-related factors associated with missed meal announcement.